Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported material separation was confirmed. Additionally, a tear distal to the guide wire exit notch was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement into the copilot bleed back control valve inadvertent mishandling resulted in the noted multiple bends and kink on the hypotube and ultimately resulted in the reported material separation. The tear distal to the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the dilatation catheter in an opposite direction as the guide wire. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.00 x 15 mm nc trek rx balloon dilatation catheter (bdc) was being advanced into a copilot bleed back control valve with no reported resistance when a shaft separation occurred. The bdc was simply manually removed and a new unspecified bdc was advanced through the same copilot with no issue to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.